Event description:
It was reported that the spike of transfer set came off of the port of the y-set during use. There was patient involvement. However, there was no patient injury or medical intervention indicated at the time of the report. This is report 2 of 2.

Manufacturer narrative:
(B)(4). Same patient as (B)(4). The sample was not available for evaluation. Therefore, no analysis can be performed. Should additional relevant information become available, a supplemental report will be submitted.